Manufacturer narrative:
This report is submitted on jun 5, 2023.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with IV antibiotics (specific date and duration not reported). The abutment was removed and the patient was implanted with an osia system at a new site.